Event description:
The clinic reported that a laser vision correction patient presented approximately 6 years following a lasik procedure with corneal ectasia in each eye. The patient was referred to a specialist for evaluation for corneal cross linking. The patient's uncorrected visual acuity is 20/40 right eye and 20/25 left eye.

Manufacturer narrative:
(B)(4). : the clinic is reporting this adverse event only and does not require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.